Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a post market clinical study regarding a patient receiving medication via an implanted pump. The indication for pump use was malignant pain/other carcinoma. It was noted that the patient had testicular cancer. The pump had a motor stall and was replaced.

Manufacturer narrative:
The pump completed long term testing per the overinfusion analysis findings. No additional overinfusion testing was to be performed. Additional anomalies were found during destructive analysis. Analysis identified two gear train anomalies with the motor. Corrosion and/or wear and/or lubrication was seen as well as a stall due to the gear-pinion. The overinfusion finding was determined to be a secondary analysis finding. The root cause for the overinfusion remained undetermined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a product surveillance registry and it was reported that the pump was delivering hydromorphone hcl (1.0 mg/ml at 0.3602 mg/day), bupivacaine (30.0 mg/ml at 10.806 mg/day), and clonidine (500.0 mcg/ml at 180.11 mcg/day). On 14-mar-2016, the patient reported hearing the critical alarm multiple times and had withdrawal symptoms including nausea, vomiting, chills, a ¿needle feeling in his back¿, gait disturbance, and clammy skin. Device interrogation on (B)(6) 2016 indicated a motor stall. On (B)(6) 2016, medications were administered (clonidine, dilaudid, zofran, and multiple clinician administered boluses). On (B)(6) 2016, ativan was administered. On (B)(6) 2016, promethazine was administered. The patient's symptoms were managed with medication until he could be scheduled for pump replacement on (B)(6) 2016. The event outcome was ¿resolved without sequelae (B)(6) 2016¿. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
The pump was returned and analyzed. The pump reservoir contained 9 ml of drug upon return. Multiple motor stalls and recoveries along with a "tube set" alarm were confirmed in the event logs. Bench testing revealed that the pump was overinfusing by more than 14.5% at standard conditions and typical therapeutic rate. Long term dispense and weight testing will be performed. The destructive root cause analysis for the motor stalls was postponed until long-term testing is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code was updated.

Manufacturer narrative:
Analysis was updated and found the gear train anomaly/stall was due to shaft bearing (previously reported as stall due to the gear-pinion). Eval code method code is also applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.